Manufacturer narrative:
The tech checked the brake assembly and replaced the brake and steer casters, brake and steer pedal, the main bearing part, and replaced the head hex rod. This resolved the issue and the bed is operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer complained that this bed was just received and the brake would not stay locked.